Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the rf12000, q2 controller, the warranty seal is broken; the unit has previously been opened; the manufacturing date of the controller is rev.q ¿ 2018. No visible manufacturing abnormalities were found; during functional evaluation the unit was powered-on and a hardware failure f4 immediately came up with an acoustical sound; the red attention led is not working; the hardware failure could not be reset; the customer provided wand was plugged into a known good lab test q2 controller ((B)(6)) and the wand was functioning as intended; the complaint was confirmed and the root cause was associated with a component failure; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). D4: serial number updated. H10: h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during routine inspection, the quantum 2 controller unit displayed an e4 error. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.